Event description:
It was reported that pump screen showed vertical lines that distorted display. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.